Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting procedure stent damage occurred. The lesion being stented is unk. During introduction into the pt, the physician noticed that the edge of taxus liberte stent was lifted-up. The procedure was completed with a different device. There were no pt complications and the pt's condition is listed as "ok."